Event description:
It was reported that the 9600 system would not boot up prior to a case and had a sum error code. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sram was installed during the service call. The system was tested and found to be working as intended, and put back into service.